Event description:
After the coil embolization and placement of the enterprise stent (enc453712) were completed without issues, the enterprise delivery wire was withdrawn. However, the delivery wire tip separated and remained within the patient's body. The separation occurred during withdrawal of the delivery wire after coiling. There was no neurological symptom and the patient is being follow-up. The distal tip remained in the internal carotid artery (B)(4) (cervical artery), and it did not move from the beginning. During the procedure, the delivery wire remained at the treatment site to secure the target vessel after the enterprise stent was placed. When the 5 coils were placed in the aneurysm, it was observed that the delivery wire was gradually sliding to the proximal vessel. The physician commented that "there was a possibility the delivery wire could be already separated when the stent was deployed."

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional information indicated that the day after the procedure, the patient had paralysis of right oculomotor nerve. Medication therapy was performed and the patient was not recovered as of (B)(6) 2010. The physician stated the event was cavernous sinus syndrome caused by coil embolization. Total 33 coils (all non- codman products) were placed during the procedure. During diagnostic procedure showed that the enterprise distal tip remained in position and did not move and any symptoms did not developed. The patient is in stable condition. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during treatment of a giant cavernous internal carotid artery aneurysm after the coil embolization and the enterprise vrd ((b)94)/lot 13471824) placement were completed without issues, the vrd delivery wire was withdrawn. However, the delivery wire separated and the distal tip of the delivery wire remained within the patient's body. During the procedure the delivery wire remained in position to secure the target vessel after the vrd was placed. The separation occurred during withdrawal of the delivery wire after the completion of coiling using the jailed catheter technique. It was reported that there was no neurological symptom and the patient is currently being followed up. Additional information was received reporting that the day after the procedure paralysis of the right oculomotor nerve was observed. Medical therapy was performed and without recovery. It was reported by the physician that the oculomotor nerve event was cavernous sinus syndrome caused by the coil embolization; a total of 33 noncordis/codman coils were placed during the procedure. It was further reported that the portion of the separated distal tip remained in the internal carotid artery c1-c3 and no symptoms or thrombus developed. The patient remained in stable condition. During the index procedure there were no damages or kinks noted in the system prior to insertion into the patient. The delivery wire was not reshaped by the user. During delivery of the enterprise to the target site there was no resistance / friction at all, there was no difficulty tracking the device to the target site. The delivery wire behaved normally. Recapturing was not attempted and no torque was applied. The delivery wire remained in position to secure the target vessel after the vrd was placed. The delivery system did not kink while being used, and the tip was not repeatedly prolapsed or left prolapsed during placement. The delivery system was advanced into the distal vasculature, and it was not fixed or caught or at any time prior to the event. When the five coils were placed in the aneurysm, it was observed that the delivery was gradually sliding to the proximal vessel. The physician commented that there was a possibility that the delivery wire may have already separated when the stent was deployed. Received jpg images along with the available information were reviewed by an independent interventional neuroradiologist who reported that the backward movement of the delivery wire after placing the five coils as reported by the operator could result from the stent slowly changing position within the giant aneurysm. Such a stent move could be indicated by the visualization the distal stent marker before and after coiling. It was reported by the reviewer that unfortunately such images are not available for review. The reviewer summarized that the anatomy of the aneurysm is very difficult in terms of passing with a guidewire, but otherwise the vascular anatomy of the patient was not very tortuous. It was reported that the received images are not particularly helpful for this review. In summary the reviewer reported that there were no significant difficulty factors in this case except the anatomy of the giant aneurysm itself. Two possible methods of the detachment of the distal delivery wire tip were proposed as mechanical or electrolytic. It was reported that cases are known from personal communications and from a conference where the wires of a gdc electronically detachable coils were accidentally attached to the shaft of guidewires and detachment of the distal tip of the wire was observed. If mechanical, then the reason is an entanglement of the coils with the stent struts and the stent delivery wire. In this case the reviewer stated that there must be at least some resistance upon an attempt to pull back the stent delivery wire before its mechanical failure. If there was absolutely no resistance when the wire tip separated then some sort of manufacturing defect must have occurred, or as previously mentioned before, the tip detached electrolytically. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418218 which corresponds to final packaging lot 13471824. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. One non sterile enterprise vrd and delivery and an unknown prowler catheter were received coiled inside of a plastic bag. No stent was received; the delivery system was broken at its distal section. By comparing the complaint unit to lab sample it was observed that the complaint unit (delivery wire) was broken at about 6 cm from its distal end; the mentioned 6 cm piece was not received. A stretched condition was also observed close to the delivery wire rupture point. Sem results showed that the coil wire presented no anomalies. The evidence found in the distal portion of the nitinol core wire (craters, holes as well as pitting) suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The corroded area of the material was scanned in order to look for the possible composition of the corrosive agent; these areas yielded the following elements carbon, oxygen, nickel, titanium and tin. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. Nitinol is a metal composed by nickel and titanium. Sem analysis and an x-ray performed on the component in which corrosion was observed, led to an investigation of lake region processes in order to determine the cause of such corrosion. Improper cleaning process during the soldiering process was an identified possible cause for this condition found on the received component; however, the time and place of the failure could not be conclusively determined. The reported separation of the enterprise delivery wire was confirmed. The coil wire presented no anomalies. The evidence found in the distal portion of the nitinol core wire (craters, holes as well as pitting) suggests that the wire underwent corrosive or chemical attack, possibly related to the manufacturing process. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed. Based on the information and as reported by the physician it appears that the paralysis of the right oculomotor nerve is related to the physical presence of the coiled aneurysm. Cavernous sinus syndrome is defined by its resultant signs and symptoms and may result from compression of the nerves in this area, including the oculomotor nerve, due to mass effect. Carotid artery aneurysm is one of the specific entities that may result in cavernous sinus syndrome. Target lesion location and characteristics appear to have contributed to the reported post procedure symptoms. Therefore, no further corrective actions will be taken at this time.

Manufacturer narrative:
Recapturing was not attempted at any time during the procedure, and torque was not applied. During delivery of the enterprise there was no resistance / friction or abnormality noticed. During the procedure, the (mc) microcatheter (utilized for coiling) was advanced over the delivery system. The delivery wire was not kinked or damaged in any way prior to insertion into the patient, and it was not re-shaped by the user. The delivery wire tip was visible on fluoroscopy throughout the procedure. There was no difficulty tracking the device through the vessel or lesion. The delivery wire behaved "normally" (torque response good), and no resistance/friction occurred between the wire and other devices during insertion or withdrawal. The delivery system did not kink while being used, and the tip was not repeatedly prolapsed or left prolapsed during placement. The delivery system was advanced into the distal vasculature, and it was not fixed or caught or at any time prior to the event. The delivery system was not torqued against resistance. Other than the reported event, no other damages were noticed with the device. The target aneurysm was located in internal carotid artery, (B)(4). It was oval shaped and its size was 31x24x18. The vessel diameter proximally was 4.1mm and distal to the aneurysm neck was 3.1mm, and there was no calcification or tortuosity. Lake region lot number 01418218-cordis lot number 13471824. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01418218. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that after the coil embolization and the enterprise vrd (enc453712/lot 13471824) placement were completed without issues, the vrd delivery wire was withdrawn. However, the delivery wire separated and the distal tip of the delivery wire remained within the patient's body. During the procedure, the delivery wire remained in position to secure the target vessel after the vrd was placed. The separation occurred during withdrawal of the delivery wire after the completion of coiling using the jailed catheter technique. There was no neurological symptom and the patient is currently being followed up. The separated distal tip remained in the internal carotid artery (B)(4). It did not move from the beginning. There were no damages or kinks noted in the system prior to insertion into the patient. The delivery wire was not reshaped by the user. During delivery of the enterprise to the target site there was no resistance / friction at all, there was no difficulty tracking the device to the target site. The delivery wire behaved normally. Recapturing was not attempted and no torque was applied. The delivery wire remained in position to secure the target vessel after the vrd was placed. The delivery system did not kink while being used, and the tip was not repeatedly prolapsed or left prolapsed during placement. The delivery system was advanced into the distal vasculature, and it was not fixed or caught or at any time prior to the event. When the five coils were placed in the aneurysm, it was observed that the delivery was gradually sliding to the proximal vessel. The physician commented that there was a possibility that the delivery wire may have already separated when the stent was deployed. Received jpg images along with the available information were reviewed by an independent interventional neuroradiologist who reported that the backward movement of the delivery wire after placing the five coils as reported by the operator could result from the stent slowly changing position within the giant aneurysm. Such a stent move could be indicated by the visualization the distal stent marker before and after coiling. It was reported by the reviewer that unfortunately such images are not available for review. The reviewer summarized that the anatomy of the aneurysm is very difficult in terms of passing with a guidewire, but otherwise the vascular anatomy of the patient was not very tortuous. It was reported that the received images are not particularly helpful for this review. In summary the reviewer reported that there were no significant difficulty factors in this case except the anatomy of the giant aneurysm itself. Two possible methods of the detachment of the distal delivery wire tip were proposed as mechanical or electrolytic. It was reported that cases are known from personal communications and from a conference where the wires of a gdc electronically detachable coils were accidentally attached to the shaft of guidewires and detachment of the distal tip of the wire was observed. If mechanical, then the reason is an entanglement of the coils with the stent struts and the stent delivery wire. In this case the reviewer stated that there must be at least some resistance upon an attempt to pull back the stent delivery wire before its mechanical failure. If there was absolutely no resistance when the wire tip separated then some sort of manufacturing defect must have occurred, or as previously mentioned before, the tip detached electrolytically. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01418218 which corresponds to final packaging lot 13471824. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non sterile enterprise vrd and delivery and an unknown prowler catheter were received coiled inside of a plastic bag. No stent was received; the delivery system was broken at its distal section. By comparing the complaint unit to lab sample it was observed that the complaint unit (delivery wire) was broken at about 6 cm from its distal end; the mentioned 6 cm piece was not received. A stretched condition was also observed close to the delivery wire rupture point. Sem results showed that the coil wire presented no anomalies. The evidence found in the distal portion of the nitinol core wire (craters, holes as well as pitting) suggests that the wire underwent corrosive or chemical attack; however, neither the corrosive agent nor the time and place where the corrosion initiated could be conclusively determined. The corroded area of the material was scanned in order to look for the possible composition of the corrosive agent; these areas yielded the following elements carbon, oxygen, nickel, titanium and tin. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. Nitinol is a metal composed by nickel and titanium. Sem analysis and an x-ray performed on the component in which corrosion was observed, led to an investigation of lake region processes in order to determine the cause of such corrosion. Improper cleaning process during the soldiering process was an identified possible cause for this condition found on the received component; however, the time and place of the failure could not be conclusively determined. The reported separation of the enterprise delivery wire was confirmed. The coil wire presented no anomalies. The evidence found in the distal portion of the nitinol core wire (craters, holes as well as pitting) suggests that the wire underwent corrosive or chemical attack, possibly related to the manufacturing process. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed. (B)(4) was opened to review, document and investigate this issue.